Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had their neurostimulator and leads explanted to have an MRI procedure. It was thought that the pt had multiple sclerosis, but the MRI ruled that out. It was also reported that one of the leads had "malfunctioned" and a revision was performed. Additional info was requested.